Manufacturer narrative:
Weight: during processing of this incident, further information regarding weight was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01365. During revision procedure (related manufacturer reference number 1627487-2023-01365), the system was explanted except for one piece of fractured lead that the physician was unable to retrieve. As a result, the lead fragment was abandoned and left in situ. Surgical intervention may be undertaken to address this issue.